Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd¿ blunt plastic cannula experienced the interlink damaging the connection port. The following information was provided by the initial reporter: it was reported that cannula pushed against rubber stopper but was unable to penetrate the stopper causing the entire rubber stopper piece to collapse inward, breaking the top of the bottle and spraying the medication everywhere. Rn was using cannula to draw up lasix injection, cannula pushed against rubber stopper but was unable to penetrate the stopper causing the entire rubber stopper piece to collapse inward, breaking the top of the bottle and spraying the medication everywhere.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ blunt plastic cannula experienced the interlink damaging the connection port. The following information was provided by the initial reporter: it was reported that cannula pushed against rubber stopper but was unable to penetrate the stopper causing the entire rubber stopper piece to collapse inward, breaking the top of the bottle and spraying the medication everywhere. Rn was using cannula to draw up lasix injection, cannula pushed against rubber stopper but was unable to penetrate the stopper causing the entire rubber stopper piece to collapse inward, breaking the top of the bottle and spraying the medication everywhere.